Event description:
Customer called with a complaint of error 2 message on adc meter. During the investigation, it was discovered that the meter had the memory overwrite issue. No reports of death, serious injury or mistreatment related to this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.